Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not provided a shoulder belt for her device. She also mentioned that since she was implanted with her pacemaker, her device would not stay charged. The issue was not resolved at the time of report. No symptoms were reported. No further complications were reported/anticipated.